Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a recent event involving a patient, their device would not deliver a shock when prompted. The customer advised that they were able to deliver two (2) shocks successfully using hands-free therapy electrodes; however, when attempting to deliver the 3rd shock the display went blank and would not allow them to shock. No further details about the event were provided. The patient, a (B)(6) female, survived the event and has since been discharged from the hospital.